Manufacturer narrative:
Updated data: b4, g4, g7, h3, h6, h10. Failure analysis conclusion: the oad was returned to csi for analysis with the guide wire engaged in the driveshaft, and there was resistance when removing the guide wire from the oad. The resistance was noted in the crown area where adhered biological material was observed. The morphology of the biological material is not known. Examination in the areas of the adhered tissue did not reveal any damage that would have contributed to the accumulation. Although the exact root cause of accumulating tissue remains unknown, it is hypothesized the biological material caused the device to become stuck on the guide wire. At the conclusion of the failure analysis investigation the reported stuck-on-wire event was confirmed through analysis. Csi ID: (B)(6).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) pulled the viperwire back during use, and wire position in the left main artery was lost. After re-wiring the vessel with a competitor wire, the viperwire and oad were re-inserted. The oad became stuck on the viperwire, and access was again lost because the wire was pulled back with the oad. The oad and viperwire were again removed from the patient, and the re-wiring technique was repeated. A second oad was used to successfully continue the procedure, and the procedure was completed with angioplasty and stent as planned. The procedure was delayed by more than 30 minutes.